Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm during an unspecified phase of therapy. The home patient was connected to the device at the time of the alarm. During troubleshooting, it was discovered that there were open clamps on unused supply lines. Proper procedures were reviewed with the customer. The patient started therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This is a report of a system error 2240 alarm that was caused by an open clamp on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.